Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. A software analysis was initiated. It was concluded that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the surgeon was inaccurate about 1 cm. The surgeon re-registered without resolution, but decided to account for the inaccuracy. It was noted that the surgeon likely used a poor trace pattern. The surgeon only traced above the brow and not the unique anatomy of the nose. There was no reported impact to patient and a delay of less than 1 hour.